Event description:
It was reported that the event occurred in the radiology dept. The insertion site was the pt's back. The physician noticed that bodily fluid leaked from the gasket of the luer lock. The device was removed and a new kit was used successfully. There were no reported delays in treatment, no injuries or complications to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned.